Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right ventricular (rv) and right atrial (ra) epicardial leads were relocated due to the patient experiencing bleeding. After the leads were revised, the rv lead exhibited oversensing and double counting. The leads remain in use. No further patient complications have been reported as a result of this event.